Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was for about a month the patient's ins had been leaking battery fluid for when the pt sat on their furniture there would be leakage on the furniture. Patient said that the ins had been stinging them all the time and it felt like a burnt scab. The patient was redirected to their healthcare provider to further address the issue.